Manufacturer narrative:
Event date: the peritonitis occurred on an unknown date. The patient reported "has been hospitalized 3 times since (B)(6)2017". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced and an unspecified infection manifested by cloudy effluent. The cause of infection was not reported. The patient was hospitalized three times for the event. On an unreported date, the patient was treated with unspecified antibiotics (further details not reported) for the event of infection. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing during treatment. No additional information is available.